Manufacturer narrative:
Patient weight indicates he is too heavy for the category 4 foot and should have been placed in a category 5 foot by the health professional. The female ortimex mating adapter is not compatible with the ossur male foot adapter used. We sent out a safety alert reminding customers to only use ossur adapters per the IFU.

Event description:
Below knee amputee patient fell while walking causing broken shoulder.